Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula length was insufficient and dosage was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that needles are too short. Blood sugar can not be controlled because not receiving full dose. Upon trying them I find they are much too short. I can¿t control my blood sugars using these with my pens because enough leaks out that I¿m not getting the recommended doses.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2022. H6: investigation summary customer returned (2) unopened 32gx4mm bd pen needles from lot# 1292780. The customer reported that the needles are too short, the insulin leaks out, they can¿t control their blood sugar, and they¿re not getting the recommended doses. The samples were opened and examined, then measured for patient end (pe) cannula length, and the following was observed (specs for 4mm pe cannula length: 0.109¿-0.203¿): data: pe cannula length (inch.) Sample 1 0.164; sample 2 0.162. Both pen needles fell within spec. Next, both samples were tested for flow using a test pen injector, and it was observed that both pen needles were able to expel properly. No evidence of a defect that could cause a leakage or an incomplete dosage was observed. The alleged issues could not be confirmed based on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula length was insufficient and dosage was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that needles are too short. Blood sugar can not be controlled because not receiving full dose. Upon trying them I find they are much too short. I can¿t control my blood sugars using these with my pens because enough leaks out that I¿m not getting the recommended doses.